Manufacturer narrative:
The device has not yet been returned, so further investigation is not possible at this time.

Event description:
The manufacturer received a complaint report from nurse comm stating the following: "when the patient presses the bolus key there is an alert reading alert not allowed dose in progress. She sees the dotted line still present as seen when a bolus dose is given. However, it's been since noon, several hours ago that the last dose was given. This was verified by selecting the no. 5 iod key. Therapy was verified as no basal rate but 0.5 mg bolus possible every 15 minutes for total of 4 per hour. However it is 7 pm est and she hasn' t been able to give a dose since noon est". Moog clinical contacted the patient immediately and verified with the patient over the phone the pump's refusal to dispense a bolus, and that the pump read "alert no allowed dose in progress". Clinical instructed the patient to notify her provider for a new pump asap. The patient received the pump one hour after moog clinical's initial contact. Upon follow-up the customer stated that she took a "pain pill" while waiting for the replacement pump to arrive. She claims her pain had gradually increased before the infusion was restarted and then her pain was under control within 2 hours of restarting the infusion. No other medical intervention was performed for the patient.